Event description:
The customer reported a battery charge problem. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a battery charge problem. There was no report of pt involvement. The device was evaluated onsite by a philips technician. The issue was verified the ac power supply was found to be defective. Replacing the ac power the ac power supply resolved the reported issue. The device passed testing and was returned to the customer.